Event description:
It was reported that during the preventive maintenance (pm) the position on the touchscreen was observed to be out of alignment. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The international service engineer evaluated the unit and confirmed the fan guard was missing and the touchscreen's misalignment. Calibrating the touchscreen did not resolve the issue. The international service engineer replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen was tested, and the ul_lr and ur_ll resistance were out of specification.